Manufacturer narrative:
The explanted device was returned for evaluation. The analysis of the returned pump confirmed the reported thrombus associated with low flow. Upon disassembly of the returned lvad pump, depositions of loosely clotted blood and tissue-like clotted blood were found extending through the inflow conduit, outlet elbow, graft attachment, and outflow graft. Soft depositions of grainy denatured blood as well as hard, denatured blood were found throughout the body of the pump, occluding the blood flow pathway through the inlet and outlet stators and surrounding the entire rotor body. The denatured aspect of the depositions as well as the contact marks present on the outlet portion of the rotor and outlet bearing cup provide evidence that the occlusion in the pump was present during support; however, a duration of time for which the depositions were present in the device could not be conclusively determined. All of the observed depositions appeared to have developed as a result of poor surface washing due to a low flow event or an interruption in flow through the pump, which is consistent with the report of low flow alarms. However, a specific cause for the interruption in flow could not be conclusively determined through this evaluation. The denatured depositions found in the pump would have caused increased drag on the rotor, resulting in the reported elevations in pump power and potentially resulting in cessation of the motor. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial pump exchange was reported under medwatch MFR report# 2916596-2015-02050. (B)(4). The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder

Event description:
The patient was originally implanted with a left ventricular assist device on (B)(6) 2012 and received a pump exchange on (B)(6) 2015. It was reported that only the pump body had been exchanged; the original inflow conduit and outflow graft remained in place. Post-operatively the patient was hemodynamically stable despite initial significant bloody chest tube drainage of greater than 1 liter per hour that slowed down significantly to approximately 10 ml in 5 hours at an unspecified time later. A pump power spike of greater than 10 watts was also reported initially after coming out of the or, followed by pump powers of 5 to 6 watts. Early in the morning on the following day, continuous red heart alarms for low flow and pump stoppages began to sound. The power source was changed from the power module to batteries, and the system controller was exchange without improvement. An echocardiogram and a CT scan were performed; the results were not provided. At approximately 6:00am on (B)(6) 2015, it was reported that the pump had completely stopped. The patient was returned to the operating room where it was found that the outflow graft was completely clotted off. A pump exchange was performed. It was recommended that the original inflow conduit and outflow graft also be replaced; however, information regarding the specific components that were exchanged was not provided. No additional information was provided.